Event description:
As reported: "the patient returned to dr.'s office for a follow-up. Upon examining x-rays it was obvious that peripheral screws had migrated through the baseplate requiring revision surgery."

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Indeed the central screw did not migrate and the central screw hole of the baseplate did not show any deformation. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient returned to dr.'s office for a follow-up. Upon examining x-rays it was obvious that peripheral screws had migrated through the baseplate requiring revision surgery."